Manufacturer narrative:
The root cause of the reported ventricular tachycardia was unable to be determined due to insufficient clinical details. The root cause of the mitral valve incompetence cannot be determined as insufficient clinical details were provided.

Event description:
The complainant reported that a patient experienced multiple complications while implanted with an impella 5.5. After two days of support, the patient endured ventricular tachycardia. The pump support level was lowered in response to the condition. Two days later, the patient was diagnosed with severe mitral valve regurgitation. The staff did not express any concerns and support continued uninterrupted. Upon eventual planned explant, a thrombus was found on the catheter. Shortly after, the patient lost radial pulses and experienced numbness/tingling in their extremity. The patient was taken to the operating room and a thrombectomy was performed treat the condition. It was noted that anticoagulants were only given intermittently during support and leading up to the event. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.